Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report(B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4). Note: manufacturer contacted customer on 10/2/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Daughter is calling on behalf of the customer.the customer is concerned with the result of 77mg/dl compared to the paramedic result of 22mg/dl. The expected fasting blood glucose test result range is 79-112mg/dl. The customer did report symptoms of being unresponsive. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date approximately three weeks ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): 1:93mg/dl (B)(6) 2017 pm fasting: no. 2:266mg/dl (B)(6) 2017 pm fasting: no. 3:164mg/dl (B)(6) 2017 pm fasting: no. 4:253mg/dl (B)(6) 2017 pm fasting: no. 5:77mg/dl (B)(6) 2017 am fasting: yes. Because of the symptoms of her mother being very listless and then unresponsive the paramedics were called. The paramedics ran a blood immediately and the results were 22mg/dl then on the true track meter 77mg/dl. Paramedics gave her an IV and the dr. Was called. Mother is at home. The customer today is feeling well. She receives her insulin once at evening the same dosage every night. The time and date are not correct in this meter.no further details regarding medical attention provided by paramedics.